Event description:
It has been reported to co that the packaging of this product was defective. Reportedly, the inner package has a hole in it, affecting the sterility of the product. There was no pt involvement. The device is being returned for co's analysis.